Event description:
It is reported that the surgeon had trouble removing the sword from the femoral canal and had to use a mallet to remove, both spikes have fractured.

Manufacturer narrative:
Evaluation summary: the device had a potential field use of 4 years 10 months at the time of the described issue, however, the number of uses cannot be determined. Pt demographics at the time of the device issue were female however, the height, weight and activity level are unk. As returned, the part exhibits significant damage. The spikes have fractured off and are missing, and damage is evident in other regions of the part along the shaft, handle and tightening screw. These damages may have resulted from the use of the mallet to forcibly remove the part from the femur as opposed to a slaphammer as is intended, however, it is unk whether these damages existed before the device became stuck in the pt. The surgical technique specifies that the im guide should be chosen so that the length is best suited to the length of the pt's leg. Without additional info pertaining to the device condition prior to the described issue and pt info, the cause of the complaint cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.